Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen on a 980 ventilator was faulty. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and found the issue to be intermittent. To address the issue, the se replaced the light emitting diode (led) display. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A graphic user interface (gui) assembly was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and an error code was recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.